Event description:
It was reported that the patient presented for follow up. A device interrogation found high defibrillation impedance exhibited by the right ventricular lead. Programming interventions were made. The patient was stable.